Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient complained of foreign body sensation. During checkup, superficial punctate keratitis (spk) was noted and dry eyes both eyes at one week post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). Te. An oral steroid was not prescribed. Topical steroid dosage was increased. Patient did not experience best corrected visual acuity (bcva). Account reported on (B)(6) 2014 that foreign body sensation was resolved. However, patient is still experiencing mild spk and dryness.